Event description:
Information received from the field notes that the patient experienced phrenic nerve stimulation. When the physician attempted to alleviate the problem with repositioning, the lead was cut/damaged.